Event description:
The patient reported feeling tingling and occasional sharp pain in her feet and lower legs. The onset of the tingling was not associated with another event. The patient reported she was at home and that her status was good. The caller reported the pump was used to deliver high concentration morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.